Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was inoperable due to lack of charging. Follow up identified the patient's ipg was explanted and replaced with a new one, stimulation therapy was restored.